Event description:
Information received by medtronic indicated that the smartphone application had communication issue with insulin pump. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Analysis summary: an attempt to reproduce the reported event with samsung galaxy s21 5g (sm-g991b/ds) with android 12 and minimed mobile app 1.2.1) with 780g pump (software version 6.7v) was made and the pairing was successful. Hence, the issue was not reproduced. A similar issue was observed during the testing on galaxy s21 5g on android 12 device in dec 2021. Reset to factory state resolved the issue and then it was not reproduced after more than 20 attempts. It can be confirmed that the software performed per specification (ble connect ios and android mobile software requirements specifications, 10938329doc_e). Upon investigation of available logs, it was observed that the main reason for connectivity problems is an undefined error. This issue is observed due to some errors in low-level bluetooth communication (maintained by android os). The cause of this issue are the errors in user device bluetooth stack implementation. The app cannot prevent the loss of pairing. The logs provided were investigated but from the available information a clear root cause could not be provided. Most likely that cause was coming from user's device hardware/software. -generic steps to resolve the issue were passed to the helpline: -remove mmm -clear network and bluetooth cache -reboot phone -install mmm -start pairing process -make sure that customer see 2 pairing pop-ups and pressed ã¢â¿¬å¿pairã¢â¿¬â? Button the incident was closed by the system due to lost communication with the patient. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.